Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the advia centaur xp system. The cse found that the r3 dilutor motor was not functional. The r3 dilutor motor was replaced. The cse primed the system and ran quality control materials. The cause of the delay in ipth testing was the r3 dilutor motor malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) to report a delay in intact parathyroid hormone (ipth) testing due to a system error on the advia centaur xp system. There are no known reports of patient intervention or adverse health consequences due to the delay in ipth testing.